Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope did not worked. Spyglass was not able to produce images on screen. Lightsource did not worked. They took a second scope and the same problem occurred. The controller and lightsource was restarted, the spyscope was reconnected; however, the problem, was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.